Event description:
It was reported that the right ventricular (rv) lead was dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354drm implantable cardioverter defibrillator (B)(6) 2013. (B)(4).